Event description:
It was reported that the urine leaked from the catheter on the day of use. Per follow up with ibc via mail on 02dec2020, it was unknown that whether the urine leaked from catheter or leaked from bag. Per mail from investigator on 26feb2021, the urine leaked from the drain bag.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the day of use, urine leaked. The location of the leak was under confirmation. Per follow up with ibc via mail on 02dec2020, it was unknown that whether the urine leaked from catheter or leaked from bag.